Event description:
During product analysis of associated generator high impedance was observed. Due to insufficient patient data it is unknown if the device was already explanted at the time of high impedance. No other relevant information has been received to date. No other relevant surgical intervention has occurred to date.